Event description:
Customer reported receiving an error message on their locked freestyle meter. The device was returned and during the course of the investigation it was discovered the meter had suffered the memory overwrite malfunction. There was no report or death, serious injury mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to (mg/dl). E3/e4 errors with low battery icon were observed. Calibration parameters were not within specification. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the fa16may2006 letter.